Event description:
It was reported that following an implant procedure, the patient was experiencing chest pains and was not able to eat. The patient was hospitalized twice. The patient underwent a revision procedure wherein the paddle lead was replaced with percutaneous leads. No device malfunction was suspected. The patient was doing well postoperatively.